Event description:
It was reported during remote follow up that the right ventricular lead exhibited high defibrillation impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.